Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's current blood glucose value was 50 mg/dl. Customer actual blood glucose 71 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose tablet. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that auto mode was active at the time of event. Customer explained that he was not exited from auto mode and the insulin delivery adjust based on his sensor reading. The device will not be returned for analysis.